Event description:
It was reported that during an implant replacement surgical procedure, high impedances were observed when connected to the lead. The lead was clean and re-introduced into the implantable neurostimulator (ins) six times which did not resolve the high impedance issue. The physician then decided not to use the ins and a new device was then implanted. After connecting the lead to the new ins impedances were within normal range and the device was noted to be fully functional. The patient outcome was reported as fine with no further interventions scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 39286-65, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial# (B)(4) showed no anomalies. Impedance measurements were measured using a known good lead and showed normal values across all electrode pairs. X-rays of the implantable neurostimulator (ins) showed no anomalies in the ports.